Manufacturer narrative:
Additional manufacturer narrative: stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient-related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis, in this case, was most likely impacted by the progression of the patient's underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation, as it remains implanted in the patient. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, an appropriate investigation will be performed.

Event description:
It was reported that a patient with a 31mm 7300tfx mitral valve underwent a valve-in-valve after an implant duration of seven years, six months due to stenosis. The tmvr was performed with a 29mm 9600tfx valve without complications.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: d4 (expiration date), h4 (device manufacturer date), and h6 (type of investigation, investigation findings, and investigation conclusions).

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: b5, b7, and h6 (health effect - clinical code and type of investigation).

Event description:
It was reported that a patient with a 31mm 7300tfx mitral valve underwent a valve-in-valve after an implant duration of seven years, six months due to severe mitral stenosis. The patient presented with a-fib. The tmvr was performed with a 29mm 9600tfx valve without complications.